Manufacturer narrative:
Conclusion: according the information received, a finetuner echo was sent to service _ repair due to no function. During device investigation a failed capacitor was detected which was clearly the reason for the reported issue. Electrical inspection could not be performed because of the observed malfunction.this is a final report.

Event description:
The fine tuner echo was returned to service and repair due to no function i.e. It could not be synchronized with the audio processor. No injury has been reported; the malfunction was identified during the first fitting and the device was never given to any user.

Manufacturer narrative:
The device has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The fine tuner echo sn (B)(4) was returned to service and repair due to non-function. No injury has been reported.